Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as the patient was unable to provide an exact onset date.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent a revision procedure in which the lead was replaced due to device migration and inadequate stimulation, resulting in insufficient pain relief. The explanted device was discarded by the facility. Postoperatively, the patient was reported to be doing well.